Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive abnormal bleeding / clotting/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("pain (abdominal)"), anaemia ("anemia"), anxiety ("psych injury/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain - pelvic"). The patient was treated with surgery (underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, abdominal pain and anaemia had resolved and the anxiety, vaginal haemorrhage, depression, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain. Batch no d06940, production date 2014-09-08, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive abnormal bleeding / clotting/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, abdominal pain and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: pain: pelvic/ abdominal, anemia, psych injury was added. Event outcome was updated for the events: pelvic pain, abdominal pain, menorrhagia, anemia. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive abnormal bleeding / clotting/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("pain (abdominal)"), anaemia ("anemia"), anxiety ("psych injury/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain - pelvic"). The patient was treated with surgery (underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, abdominal pain and anaemia had resolved and the anxiety, vaginal haemorrhage, depression, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain. Most recent follow-up information incorporated above includes: on 20-nov-2019: all source document information, reporter and reference section from deletion case (B)(4) was added to this case. Pfs received. Essure lot number added. Product indication updated. Events added: abnormal bleeding (vaginal), depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, plaintiff did not undergo confirmation test.. Event outcome updated for: physical pain/pelvic pain. Event clubbed and pt term updated: psych injury/anxiety/mental anguish. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('bilateral essures appear to be embedded within the'), embedded device ('bilateral essures appear to be embedded within the') and menorrhagia ('excessive abnormal bleeding / clotting/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), anaemia ("anemia"), anxiety ("psych injury/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy & hysterectomy and underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, anxiety, vaginal haemorrhage, depression, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain. Batch no d06940 production date 2014-09-08 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received: new events- embedded device, device expulsion was added as a event. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('bilateral essures appear to be embedded within the'), embedded device ('bilateral essures appear to be embedded within the') and menorrhagia ('excessive abnormal bleeding / clotting/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D06940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2015, the patient had essure inserted. In january 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("pain (abdominal)"), anaemia ("anemia"), anxiety ("psych injury/anxiety/mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy & hysterectomy and underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, anxiety, vaginal haemorrhage, depression, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the menorrhagia, pelvic pain, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain. Batch no d06940 production date (B)(6) 2014. Expiration date (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive abnormal bleeding / clotting") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.